Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
(B)(4). The customer alleges that a 5 fr. Ptd was used on a fistula thrombectomy. While in the venous sheath, pulling backwards resistance was encountered and it seemed to get hung up. When the user removed the device through the sheath, it was noted that the black tip on the basket was missing and had broken off. Intervention - the patient was being sent for surgical removal/revision. Therapy was delayed. No patient injury reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The instructions for use (IFU) for the product describes suggested techniques to minimize the likelihood of ptd catheter damage during use. It states that if the flexible tip "folds over" itself when it encounters the sheath valve , insert the folded-over tip through the valve and pull back slightly to allow the tip to unfold in the open cavity of the hub. It contains the caution to keep the exposed portion of the ptd catheter straight at all times to aid in successful basket deployment and the warning not to advance the ptd catheter forward during activation. The probable cause of the ptd catheter tip separation could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Uf/importer report# - (B)(4). The customer alleges that a 5 fr. Ptd was used on a fistula thrombectomy. While in the venous sheath, pulling backwards resistance was encountered and it seemed to get hung up. When the user removed the device through the sheath, it was noted that the black tip on the basket was missing and had broken off. Intervention - the patient was being sent for surgical removal/revision. Therapy was delayed. No patient injury reported.